Manufacturer narrative:
The device was returned to olympus and evaluated. The user reported problem of "failed leak test" was duplicated. The distal end plastic cover/c-body were noted to have dents and scratches and observed leaking. Leaking was observed between the c-cover and c-body. The c-cover was noted cracked. Based on the results of the evaluation, the condition of the scope and the leak are attributed to user mishandling. The instructions for use contains the following warning statement to alert the end user to the possibility of damage due to mishandling: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.

Event description:
A user facility reported to olympus that their evis exera ii duodenovideoscope failed a leak test. As reported by the user facility, no patient injury occurred due to the event. The user facility does not know when the problem was first observed. The cleaning and disinfectant solutions used with the endoscopes are intercept and rapicide pa. The minimum effective concentration is checked after every cycle. The type of aer being used to reprocess the endoscope is by medivators. The endoscope channel is brushed during manual cleaning with a single-use conman brush. Pre-cleaning is performed immediately after a procedure. The scope is leak tested prior to manual cleaning with an olympus leak tester. There have not been any problems noted with the aer. There is flushing of air into the channel after reprocessing. A reprocessing in-service is provided annually. There has not been any change in the reprocessing personnel. All of the reprocessing personnel are trained on how to properly reprocess an endoscope. No further information could be provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The legal manufacturer performed an investigation. The root cause of the event could not be conclusively determined. A DHR review was performed and it was confirmed that the subject scope was manufactured in accordance with specifications.